Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: precautions: do not use device if package is opened or damaged. Inspect the catheter before use. Do not use the device if damaged. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that it looks like the machine crimps the side of package and cuts a hole in it and not sterile and set them aside and throws away because not sterile. The ones he got originally were in a green package he liked the package better. We spoke about the catheters and the ones he used to get in the green package he liked the package better because it would hang/attach to the wall or door and he said they were the magic go. I told him they did redesign the catheters so maybe it is a change in packaging. Let pt know if he has any more trouble with messed up or opened catheters to please cb and we would replace them and need to get the lot# off the package. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said that it looks like the machine crimps the side of package and cuts a hole in it and not sterile and set them aside and throws away because not sterile - the ones he got originally were in a green package he liked the package better. We spoke about the catheters and the ones he used to get in the green package he liked the package better because it would hang/attach to the wall or door and he said they were the magic go. I told him they did redesign the catheters so maybe it is a change in packaging - let pt know if he has any more trouble with messed up or opened catheters to please cb and we would replace them and need to get the lot# off the package. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.